Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device is pending to be returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with another 21mm aortic valve after an implant duration of 6 years, 10 months due to torn leaflet and severe regurgitation. Per medical records the patient presented with sob and acute decompensated chf, and underwent redo-avr and root enlargement with an elliptical patch fashioned from a 28-mm hemashield graft. The replacement valve was well seated with no perivalvular leaks or regurgitation. The patient was discharged to a skilled nursing facility on pod #9. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6 h3: evaluation summary: customer report of torn leaflet was confirmed. Leaflet tears in the as received condition may lead to regurgitation. Leaflet 2 had a 10mm tear at commissure 2 and 3mm tear at commissure 3. All three leaflets were thickened and swollen near the commissures. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspect. Wireform was exposed at all three commissures.

Event description:
It was learned from implant patient registry that a 3000tfx 21mm aortic valve was explanted and replaced with a 3300tfx 21mm aortic valve after an implant duration of 6 years, 10 months due to torn leaflet and severe regurgitation. The patient presented with acute decompensated heart failure. Per medical records the patient presented with sob and acute decompensated chf, and underwent redo-avr and root enlargement with an elliptical patch fashioned from a 28-mm hemashield graft. The replacement valve was well seated with no perivalvular leaks or regurgitation. The patient was discharged to a skilled nursing facility on pod #9.